Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The port on a one-link neutral luer activated device was sluggish for blood draws. The one-link device was in use on a patient on a central line. The patient was receiving total parenteral nutrition (tpn). It was reported that the patient kept their central IV (intravenous) access and was safely discharged (no further details were provided). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.